Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited low impedance measurements ranging from 240 to 181 ohms and noise. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The pacemaker remained implanted. No additional adverse patient effects were reported.